Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 502 mg/dl. Elevated blood glucose was addressed with a correction bolus via manual dose injection. A pump reset was performed, however a replacement pump was sent to the customer. The customer reverted to manual dose injection for insulin therapy.